Manufacturer narrative:
(B)(4). Teleflex performed a complete evaluation of the returned device. The reported complaint was confirmed. The field service engineer performed a functional test and found a loose cable. However, the returned device of the front end board passed all functional testing. The root cause of how the cable became loose is undetermined. Teleflex will continue to monitor for similar reported complaints of this issue.

Event description:
It has been reported via a field service report: (B)(4). Symptom: preventive maintenance (pm) balloon volume always 2.5 cc with all balloons. More information was received from the field service agent (fsa): the fsa was told the pump was sent down to biomed with the problem of always showing 2.5 cc volume when a 40 cc balloon was installed so the fsa assumed it was on a patient and marked the field service report as on patient (op). It was the field service agents judgment that this type of issue would be found during attempted use of product with a patient involved. The fsa did see that the problem was constant. Fcn: 14, software level: 2.23, expedited qa review: yes, confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: (B)(4). Symptom: preventive maintenance (pm) balloon volume always 2.5cc with all balloons. More information was received from the field service agent (fsa): the fsa was told the pump was sent down to biomed with the problem of always showing 2.5cc volume when a 40cc balloon was installed so the fsa assumed it was on a patient and marked the field service report as on patient (op). It was the field service agents judgment that this type of issue would be found during attempted use of product with a patient involved. The fsa did see that the problem was constant. Fcn: 14; software level: 2.23; expedited qa review: yes; confirmed.

Manufacturer narrative:
(B)(4). Teleflex performed a complete evaluation of the returned device. The reported complaint was confirmed. The returned device of the front end board passed all functional testing. The root cause of how the cable became loose is undetermined. Teleflex will continue to monitor for similar reported complaints of this issue.

Event description:
It has been reported via a field service report: (B)(4). Symptom: preventive maintenance (pm) balloon volume always 2.5cc with all balloons. More information was received from the field service agent (fsa): the fsa was told the pump was sent down to biomed with the problem of always showing 2.5cc volume when a 40cc balloon was installed so the fsa assumed it was on a patient and marked the field service report as on patient (op). It was the field service agents judgment that this type of issue would be found during attempted use of product with a patient involved. The fsa did see that the problem was constant. Fcn: 14, software level: 2.23, expedited qa review: yes, confirmed.